Event description:
Practice reported to ulthera on 3/10/2016 a patient who is very slim, experienced a sudden onset of a sharp, severe pain beginning in the right, anterior neck, radiating down the right shoulder and all the way down the arm to her middle finger after ultherapy face and neck treatment on (B)(6) 2016. The patient has had continued discomfort with movement of her right upper extremity and is most severe from the elbow down into the forearm. Periodic follow ups with the practice indicate gradual resolution but patient has not fully resolved. Cause of pain is unknown, the case is lost for follow up. A system support log was reviewed and showed no device malfunction.